Manufacturer narrative:
Follow-up #2: date of submission 10/30/2017 - device evaluation: in q3 2017, there were 1 instances of blank screen failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Manufacturer narrative:
Of the 43 allegations of a malfunction, 17 pumps were returned to animas and investigated. Of the investigated pumps, 4 were found to be malfunctioning due to a damaged display screen. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. In q1 2017 there were 5 additional instances of blank screen failures found during investigation of pumps returned under this report. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.

Event description:
This report summarizes 43 malfunction events. A review of the events indicated that the one touch ping model pump experienced a blank screen issue. These reports were received from various sources. The patients associated with this allegation ranged from 22-245 pounds and between 6 and 81 years of age. Of the reported patients, 19 were male and 24 were female.

Manufacturer narrative:
Follow up #1 07/28/2017 device evaluation: in q2 2017, there were 3 instances of blank screen failure found during investigation. This report is processed under exemption number e2015053. This MDR report is part of the 227 pilot program.